Event description:
A malfunction was reported on the customer's pump, with no significant events preceding the issue. The customer's blood glucose (bg) level was 717 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
A malfunction was reported on the customer's pump, with no significant events preceding the issue. The malfunction caused the customer's blood glucose level to reach 717 mg/dl. The customer managed this by administering a correction bolus via the pump and did not require third-party assistance. Technical support decided to replace the pump, sending the customer a new device with updated software and providing instructions for returning the faulty pump. The customer was informed of and acknowledged these actions, including training availability for the new pump.